Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever and "not clear fluid". The cause of peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2 grams, route, duration and frequency not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.